Event description:
The user facility reported that the 68 year old female patient had limb ischemia. Distal flow was assessed due to concerns for small vessel versus vasoconstriction from drips. The patient's left leg was found to have no flow and so it was accessed with micro puncture and a 6 french sheath distally. The right arterial line was exchanged for the sheath and contralateral flow was established with a good result. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27347. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-27347 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.4 device manufacture date was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27347 and was added. H.6 component code 925 was reported incorrectly on the initial manufacturer device report number 1220648-2025-27347. A new code has been added. H.10 investigation results were inadvertenly omitted from the initial manufacturer device report number 1220648-2025-27347 and were added.